Manufacturer narrative:
As the lot number for the device was not provided, a review of the device history records could not be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable.

Event description:
This report summarizes one(1) malfunction event. A review of the events indicated that model rf048f vena cava filter at some time post filter deployment, it was alleged that filter limbs perforated into organs and detached. The device was removed percutaneously. This report was received from one source. This event involved one male patient whose age and weight at the time of the event was not provided. There was no reported patient injury.